Manufacturer narrative:
This was the sixth complaint involving mattress cover delamination. This report is identifying mattress 1 of 3. The customer called in and said that they had mattresses that were delaminated. A picture was sent via email and revealed that the urethane cover bubbled at the center and foot end of the mattress cover and peeled away exposing the foam layer. New mattresses were sent out on (B)(4) 2013. Primus is in the process of getting the mattresses back for further inspection. This problem has been assigned to CAPA # (B)(4), and a f/u report will be submitted upon completion of the corrective action.

Event description:
Mattress cover is delaminating.